Event description:
(B)(4). Became pregnant after 2 years of having essure in place. Severe pain in legs and side. Severe bleeding in between menstrual cycle and clotting during. Itchy skin in stomach area. Metal taste in mouth. Bad teeth decay.